Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that the pump exhibited a "no disposable, pump won't run" alarm with air noted. It was reported that the residual volume was 44.9, the rate was 2.4 and the amount given was 62.25. No adverse patient effects were reported. Per reporter no further information is available at this time.